Event description:
On (B)(6) 2025, the patient reported noticing blood glucose (bg) drops shortly after starting new sensors, occurring twice in a row. The lowest bg reported was 56 mg/dl. Review of (B)(6) 2025 records showed bg at 180 mg/dl before pairing. During sensor warm-up with no readings, pump delivered small insulin doses every 5 minutes. Once the g7 paired, the pump held off on deliveries, but the patient still dropped low and corrected with glucose tabs and bg was corrected. The patient experienced dizziness during the event. No medical intervention is required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.